Manufacturer narrative:
Evaluation summary: it was caused due to the lg cable connector assy worn out. In addition, we confirmed that ccd module defect, the lcb distal cover glass dirt, the light guide cable buckle, and suction channel buckle; however, these are not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Endoscope does not "start", is temporarily not recognized by the processor. A/w connector and electrical connection pins at the lg-plug leaky. Molykote between led and cover glasses.